Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient lost access to sound. Initially, the patient experienced intermittencies in hearing but now the patient has no more hearing with the device. The external components were checked and found to be functioning. The patient's hearing thresholds were still in criteria for middle ear implant. A follow-up appointment, with the possibility of re-implantation, will be scheduled.

Manufacturer narrative:
Damage to the lead wire of the conductive link as it might be caused by an incomplete device immobilization was determined to be the root cause of device failure. The technical problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient lost access to sound. Initially, the patient experienced intermittencies in hearing but now the patient has no more hearing with the device. The external components were checked and found to be functioning. The patient's hearing thresholds were still in criteria for middle ear implant. CT scan showed normal positioning of the fmt and coupler at the stapes head. In situ testing was indicative of a device malfunction. A follow-up appointment, with the possibility of re-implantation, will be scheduled. The patient was explanted of the device on (B)(6) 2016. The surgeon stated in the device explantation report form that the device conductive link was found damaged before explantation and that it was also severed during removal surgery. The presence of a subtotal petrosectomy cavity was also noted.